Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A review of the complaints for the last 24 months did not indicate any additional reports associated with serial number of this system. This report was mailed to FDA on: 07/01/2009.

Event description:
The nurse reported the system stopped aspiration during surgery. The surgeon completed aspiration manually. The following 5 procedures were postponed. No patient injury was reported.